Event description:
It was reported the patient experienced an overdose and the refill program date was (B)(6) 2013. It was noted upon examination the patient was unable to be aroused on (B)(6) 2013 while in the hospital for a wound infection of her left hip and as a result, therapy was suspended and the rate was decreased to minimum rate on the same day. The event resulted in in-patient or prolonged hospitalization. The next day on 2013-12-07 the patient was awake and alert, showed no signs or symptoms of overdose, and the event resolved without sequelae. It was also reported the event was related to the drug, as well as the device and therapy and was unrelated to the implant procedure. The pump was being used to deliver dilaudid.

Manufacturer narrative:
Concomitant product: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. (B)(4).